Event description:
A beckman coulter employee from a facility in (B)(4) reported that liquid leaked from one bottle of immunoprep reagent which resulted in getting the other bottles in the shipment wet. From the picture, the component that leaked was reagent a. The receiving personnel was wearing personal protective equipment before and during the receiving inspection process. There was no exposure to open wounds or mucous membranes. Medical attention was not sought. There was no death, injury or change to patient treatment as a result of the incident.

Manufacturer narrative:
Per labeling, warnings: #9 - may cause sensitization by skin contact. #11 - wear suitable protective clothing, gloves and eye/face protection. #12 - in case of accident or if you feel unwell, seek medical advice immediately. (B)(4).